Event description:
During embolization of a bronchial artery, the catheter's shaft was noted to be ruptured on angiogram following injection of contour se. The microcatheter was removed and the tear was noted to be 10cm proximal to the tip. The procedure was completed and the pt is reported to be in stable condition.